Event description:
Info was received that during an implant procedure, difficulty was encountered cannulating the subclavian vein. During some attempts, the subclavian artery was cannulated accidentally. After fifteen minutes, the pt began coughing. Cannulation attempts were made for an additional fifteen minutes and it was noted that the pt was coughing bloody secretions. It was thought this was due to a hemothorax. The implant procedure was abandoned. The pt remained hemodynamically stable. A further procedure will be performed in the near future.